Event description:
It was reported that the 6800 sys would not boot. It was noted that this happened after initial power on of the sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the single board computer with celeron kit. The sys was tested and found to be working as intended and placed back into svc.